Event description:
The customer reported that the device had no display.

Manufacturer narrative:
The unit was evaluated at the philips repair bench and the control pca was replaced to resolve the issue.